Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are : product ID: 8780, serial# (B)(4), ubd 2021-07-08, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-mar-2020 and it was reported that there was difficulty reading the pump and concern for the pump flipping. No patient symptoms. The actions and interventions taken to resolve the issue was surgical intervention. The patient was able to flip the pump. Upon surgical exploration, the proximal catheter was also kinked but patent. The proximal section that was twisted due to twisting pump was replaced. The pump replaced due to potential risks for pocket infection. The reporter was not aware of any environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (1 mg/ml at 0.2640 mg/day) via an implanted pump. On (B)(6) 2020 the hcp reported that she was trying to interrogate the patient¿s pump and it was reading ¿no pump found¿. Per the hcp, the last couple of weeks she had noticed that the pump had been flipping. During the call, the hcp stated that she was able to flip it back and was able to successfully read the pump. The hcp planned to fill the pump today. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.